Event description:
A return was received stating that two phaco cassette units would not stay in the machine. There was no delay in surgery as the pack was switched and there was no effect on the patient.